Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-03392 . This report is for the second commander delivery system used.   Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), regarding implantation of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the following was reported. Valve alignment was performed at the descending aorta. Difficulty was encountered during advancing the delivery system due to tortuosity in the aorta. During valve implantation the balloon did not inflate. The physician suspected a balloon rupture and retracted the system with esheath. On examining the device, the balloon was found to be ¿disconnected at the bonding area¿, near the center of the triple marker. A new device was prepped. For the second attempt, the vessel was extended as much as possible with two lunderquist wires. The delivery system was advanced more smoothly than the first attempt. During valve implantation, balloon rupture was suspected again and the system was retracted. The physician examined the removed system and confirmed the same area was damaged. Further attempt was determined to be difficult and the procedure was aborted.

Manufacturer narrative:
The delivery system was returned after use in the procedure. The delivery system was fully inserted through the sheath and the valve was crimped and positioned on the inflation balloon. A kink was present on the balloon shaft due to return packaging of the delivery system. The devices were separated for decontamination and evaluation. The returned delivery system was visually inspected for abnormalities. The following were observed: crimp balloon torn proximal to the ic bond, gouges on flex tip and scratches observed on flex shaft, near flex tip. Returned imagery of the complaint event were reviewed. The following observations pertaining to the event were made: a tear proximal to the inflation balloon to crimp balloon (ic) bond is present on the device post-procedure thereby confirming the complaint. Dimensional inspection was performed. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Complaint was confirmed visually. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed no other complaint relating to balloon ¿ torn. A review of complaint data for july 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿damaged¿. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaint for ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR review) was unable to identify any evidence of manufacturing nonconformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. Visual inspection of the returned device showed that there were gouges on the outer perimeter / edge of the flex tip. This suggests that the valve may have been canted on the flex tip and that physician may have aligned the valve in a non-straight section of the aorta. If the physician performed the valve alignment process in a curve, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As a result, the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. However, based on available information, a definite root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed. No manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint events. Review of complaint history revealed that the occurrence rate for the trend category ¿damaged¿ did not exceed the (B)(6) 2018 control limit.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.